Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a scratch was present on the intraocular lens (iol) following implantation. The scratch was not located in the central optic zone of the lens therefore, the lens was not replaced. The lens remains implanted. There was no harm to the patient and no visual impairment is expected. The surgeon indicated that the iol did not need to be explanted.